Event description:
It was reported the rf (radio frequency) head has a damaged cord and intermittent telemetry. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; rf (radio frequency) head cable is damaged and telemetry is intermittent. Analysis also found the lens in upper case has a small crack. (B)(4).